Event description:
It was reported through a social media site that the patient is having sharp pains in the device implant area. The system appears to be still implanted, but cannot be verified since no unique identifiers are in the posting. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.